Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned instrument confirmed the reported observation. The root cause is attributed to misuse. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the broaches show signs of fatigue at the connection tip. Need to make sure they are replaced so they will not break in surgery. Found in the sets this way and were not used. No surgical delay.